Manufacturer narrative:
One opened dp8230s from lot v7468 was returned for evaluation. The pouch contains a small plastic vial with a green needle, a test chamber, a blue irrigation sleeve and a needle wrench. All components are in an unknown fluid. The components were removed and visually inspected. No visual defects were found. However, gouges, nicks and scratches were found around the hub and on the tip of the needle. Some material is missing. The fluid and the vial were inspected and no particle could be found. The cause of the needle damage could not be determined. However, this type of damage is similar in appearance to damage found on needles when the needle's tip comes in contact with another instrument. The number of uses and cleaning cycles for the needle tip cannot be determined. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report received from a user facility in the (B)(6) stated that during a cataract procedure, a particle was seen coming out of the irrigation port at the beginning of a case. There was no report of impact or injury to the patient.